Event description:
New information received notes that post-paced t-wave over-sensing had recurred on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that the post-paced t-wave over-sensing was resolved. Patient condition was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences, and the patient would continue to be monitored.